Event description:
It was reported that outside of surgery the device was noted to need repair. No patient involvement was noted, and diligence is completed. At evaluation, the speed of the device was noted to be erratic.

Manufacturer narrative:
This event is being reported under (B)(4). Review of the most recent repair record determined the rpms were in specification but erratic. The motor, plug harness assembly, switch, spring seal, and needle bearing were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.